Event description:
It was reported that the patient fell and hit her head. The cause of the fall was unknown. Follow up information from the patient indicated she received assistance from her doctor or the company representative and her concerns were resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 3387s-40 lot# v248436 serial# implanted: 2009-(B)(6) explanted: product typ lead. (B)(4).

Event description:
Additional information received reported that the patient recovered well from the fall, which was not believed to have been caused by the dbs system. The patient had since had her battery replaced due to depletion and was reported to be doing well.